Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd micro-fine¿ insulin syringe needle had the cannula break off or pull out. The following information was provided by the initial reporter: the customer stated the ¿needles break off when opening the protective cap.¿

Event description:
It was reported before use the bd micro-fine¿ insulin syringe needle had the cannula break off or pull out. The following information was provided by the initial reporter: the customer stated the ¿needles break off when opening the protective cap.¿

Manufacturer narrative:
H.6. Investigation: customer returned photos of 3/10cc, 8mm, 30g syringes from lot # 9266924. Customer states that the needle breaks off when removing the protective cap and the cap cannot be removed correctly. The attached photos were examined and no broken cannula or any other defect was observed. It is difficult to determine if the shields are difficult to remove from the syringes solely from the photos. A review of the device history record was completed for batch # 9266924 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.